Event description:
It was reported that the customer received an off no power alarm, without receiving a low battery alert first, from his insulin pump for the third time in the last five months. The customer's blood glucose level was 117 mg/dl. The customer was advised to monitor his insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.